Event description:
The pt (B)(6) was implanted with a peripheral nerve stimulation system (off-label). It was reported the pt experienced a reduction in efficacy. The diminished relief is said to have progressed over time. In addition, the pt reportedly experienced pain when initiating stimulation and none of her therapy programs provided comfortable stimulation. A diagnostic test revealed invalid impedance measurements for several lead contacts. Efforts to provide adequate stimulation via reprogramming were unsuccessful. Surgical intervention was undertaken to explant and replace the pt's lead. Effective therapy relief was recaptured for the pt following the procedure.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.